Manufacturer narrative:
Associated device: restoration adm x3 ins 28/48, cat #: 1236-2-848, lot #: 3967101. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "mdm insert and liner were assemble on the back table according to surgical technique. The surgeon placed implant onto trunnion of stem. He then impacted the head and noticed he impacted it in a canted position, as well as a fracture to the delta head. The implant was removed, as well as any ceramic fragment. A new insert and head was assembled and impacted w/o incident."